Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 23, 2010. Based on qa assessment, the product met specifications at the time of release. Root cause: the root cause(s) cannot be determined conclusively. (B)(4).

Event description:
A nurse reported hat during a vitrectomy procedure there was a problem with reflux and a system message was displayed. The case was completed using the same system and accessory. There was no harm to the patient.